Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Zip code is not indicated at this time. (B)(4).

Event description:
In a literature article, it was reported that there two clinical cases of glaucoma shunt explantation due to impaired filtration years after the first surgery. This report is for clinical case one presented in the article. Following a glaucoma filtration procedure with a glaucoma shunt implant in the patient¿s right eye, the patient experienced initial postoperative hypotension, for which anticholinergic eye drops were prescribed. A month after the surgery, an elevation of intraocular pressure (iop) was found, and multiple revisions of the filtration pillow (fp) were performed. During examination six months after the surgery, the patient reported blurred vision and pain in the right side of the head. High iop was measured in the right eye; however preserved visual acuity was noted. On examination, a flat fp was observed with the glaucoma shunt implant at the 12 o'clock position. Mild corneal edema, a fixed dilated pupil, posterior synechiae, and initial posterior subcapsular cataract with pigment on anterior lens capsule were also observed. Revision surgery was performed in the right eye, after some preparation with conservative iop controlling treatment (tablets, topical drops, and intravenous medication). Adhesion of the fp and scleral flap was found intraoperatively. During the removal of the glaucoma shunt implant, necrosis of the underlying sclera and thinner uvea was discovered. The defect was filled with amnion and the shunt was re-implanted under a new border scleral flap at the 10 o'clock position. Postoperative application of an antimetabolite (5 times) and intensive monitoring were associated with compensation of iop and lack of progression of the glaucomatous damage, without need for additional drug therapy four months after the surgery. In (B)(6) 2015 (1 year after shunt reposition), due to worsening of the vision in the right eye and advancing cataract, standard phacoemulsification with intraocular lens implantation and pupilloplasty with 4-mm pupil forming was performed. At the time of this report, the patient was being monitored, and her intraocular pressure was normal without drug therapy.